Event description:
Reporting status: serious injury/medical intervention. Reporting rationale: dissection requiring medical intervention. Device issue: no device malfunction has been reported. It was reported via trial that a dissection occurred in the distal rca, after placement of a xience v stent in the mid rca, which required treatment with a metallic stent. No additional event or patient information is available.

Manufacturer narrative:
Results and conclusion summation - product performance engineering reviewed the incident. Dissection, as listed in the xience IFU, is a known adverse event associated with coronary stenting and not necessarily an indication of a product quality issue. There was no report of any device malfunction. Dissection can be influenced by lesion characteristics, procedural technique, and device size section. The IFU states, "implanting a stent may lead to dissection of the vessel distal and/or proximal to the stent and may cause acute closure of the vessel, requiring additional intervention ... ". A conclusive root cause for the reported patient effect, and the relationship of the device, if any, cannot be determined.